Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not charging batteries) was confirmed. Upon investigation the battery charger/modem was not recharging the test batteries. The cause for the failure was a defective u13 component (8-bit cmos flash micro-controller). The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt received a replacement battery charger/modem.